Manufacturer narrative:
Radiofrequency failed self-test alarm during self-test due to faulty connector on radiofrequency board. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No hypo alarm limit alarm noted. Unable to perform blood glucose meter test due to a64 alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin was returned for analysis.